Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of white material along the stylet is confirmed, but the root cause of the failure could not be determined from the returned photograph. One photograph of a stylet was returned for evaluation. An initial visual observation of the photograph showed little saline residues inside the small, visible t-lock section of the device in the returned photograph. It was observed in the returned photograph that the stylet was held so that it curved into the frame of the photograph. Small, white, bunched flakes were observed along the stylet. It appeared the substance may have been the delamination of the hydrophilic coating. The visible section of the stylet with the bunched flakes was observed to be the section proximal to the rubber stopper of the t-lock extension set. No section of the stylet distal of the t-lock assembly was visible in the returned photograph. The exact root cause could not be determined based on the photograph. Potential factors which may have contributed to reported event include exposure to incompatible chemicals, unidentified environmental factors affecting the properties of the coating, withdrawal of the stylet through a dry t-lock prior to flushing the system, and withdrawal of the stylet across the edge of the t-lock body. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that guidewire has burrs. No further details available or provided. It was reported this occurred with 2 devices. This report addresses both devices

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.